Event description:
Could not walk (walking difficulty). Terrible pain in knees (knee pain). Knees swelled so bad (swelling of knees). Drained 90 cc of fluid on the right knee/60 cc on the left (knee effusion). Case narrative: this case is cross referred with the cases (B)(4). Initial information received from united states on 27-jul-2018 regarding an unsolicited valid serious case received from a consumer/non-hcp via social media this case involves adult patient who experienced could not walk, terrible pain in knees and knees swelled so bad, drained 90 cc of fluid on the right knee/60 cc on the left, while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - unk) for an unknown indication. On an unknown date, after unknown latency, the patient had terrible pain and patient knees were swelled so bad and patient went to an emergency room. It was reported that at the time of report on (B)(6) 2018, patient could not walk and was using wheelchair to get into emergency room. It was reported that 90 cc of fluid was drained on the right knee and 60 cc of fluid was drained from left knee. Final diagnosis was knees swelled so bad, terrible pain in knees and could not walk. An unknown corrective treatment was received. The patient outcome is reported as unknown for all events. Seriousness: disability for could not walk. A product technical complaint was initiated on 24-aug-2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 24-aug-2018. Investigation summary received and processed.